Event description:
Tep laparoscopic hernia repair with bard 3d max mesh. I experienced right-side only pelvic pain immediately following surgery, which has worsened over the past 14+ months and expanded into "wind-up" phenomenon involving the nerves and muscles of my entire right torso. A CT scan 7 months post-surgery revealed nothing remarkable. A nerve block of my right genitofemoral nerve provided complete relief, until the local anesthetic wore off. So far, the steroid injection that accompanied the nerve block has not provided any relief. FDA safety report ID # (B)(4).